Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a insulin syringe. The customer reports approximately 30 of the cannulas were damaged. Two of the cannulas fell completely out of the syringe, and the remainder has epoxy which appears damaged where it attaches the cannula.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.